Event description:
The customer received a blood glucose reading of 64mg/dl on the contour next link, retested with a new bottle of strips and the reading was 230mg/dl. She also tested with a different meter and the reading was 256mg/dl. The differences between the readings fall in the "c" or "d" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.